Event description:
Healthcare provider reported a left side deflation, "deformation," and "capsular contracture baker grade IV." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Trend analysis: "review of all complaints of a050401 - fluid leak for the period of aug 2020 through jul 2022 related to date opened indicates that 1 point is above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate." The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, "deformation," and "capsular contracture baker grade IV."

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no opening observed, on the device. Deformation: no deformation observed on the device. Capsular contracture: unable to observe since it is a medical evet and is not related to the device. Additional observations: crease fold observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare provider reported a left side deflation, "deformation," and "capsular contracture baker grade IV." The device has been explanted and replaced.